Event description:
The customer reported to philips healthcare that the keypad was not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.